Event description:
It was reported that the user announced breakfast late while using the ilet system, consumed a usual breakfast sandwich, and experienced a blood glucose of 255 mg/dl; late meal announcements had occurred on multiple occasions, and education was provided to announce meals within 30 minutes and to avoid announcing after 30 minutes. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no hospitalization. Investigation included user communication and troubleshooting with user education. Investigation of this case revealed no device malfunction and user-related timing of meal announcements as the contributing factor. It was concluded, based on previously established findings for similar reports, that user error related to late meal announcement was the most probable cause.